Manufacturer narrative:
The t4 reagent lot number was 865304, with an expiration date of 30-sep-2026. The reagent pack used for initial testing was checked and there were no obvious abnormalities. The field service engineer replaced syringe seals. Precision studies were performed. The mixer was checked. The instrument was cleaned and disinfected. The ceramic rod and seal of the reagent probe injector were replaced. Pinch tubing was replaced. Quality controls and sample reproducibility were checked and were normal. No further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with elecsys t4 on a cobas 6000 e601 module. On the morning of (B)(6) 2026, the customer observed abnormally high t4 results during testing. The current reagent pack on board was empty, so samples were repeated using another reagent pack. Six samples had discrepant results. The first sample initially resulted in a t4 value of 197.4 nmol/l and it repeated as 149.8 nmol/l. The second sample initially resulted in a t4 value of 181.1 nmol/l and it repeated as 130.1 nmol/l. The third sample initially resulted in a t4 value of 186.8 nmol/l and it repeated as 143 nmol/l. The fourth sample initially resulted in a t4 value of 206.9 nmol/l and it repeated as 156.2 nmol/l. The fifth sample initially resulted in a t4 value of 182.4 nmol/l and it repeated as 129.5 nmol/l. The sixth sample initially resulted in a t4 value 196.9 nmol/l and it repeated as 138.4 nmol/l.